Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope was cleaned without water-resistant cap. This malfunction occurred during reprocessing. There were no reports of patient involvement.